Manufacturer narrative:
Patient was being treated for post obstructive pneumonia secondary to stricturing and obstruction of both the bronchus intermedius and right middle lobe bronchus with balloon bronchoscopy and application of mitomycin-c. The patient tolerated the cryospray treatment of the first site very well. During treatment of the second site (distal right bronchus medius), no venting was observed and the treatment was stopped. Patient became symptomatic (bradycardia, hypotensive) and a chest tube was placed with relief. Patient developed a tension pneumothorax in conjunction with pneumoperitoneum and subcutaneous emphysema. Patient was hospitalized. A series of daily chest x-rays during hospitalization noted progressive resolution of the pneumothorax and the patient was discharged. A csa medical representative evaluated the console and found it to be operating within specifications.

Event description:
Patient was treated to increase luminal patency for post-obstructive pneumonia, secondary to obstruction and stenosis of the bronchus intermedious and right middle lobe bronchus. Patient developed right tension pneumothorax and pneumoperitoneum and was hospitalized. Patient was discharged approximately nine days later.